Manufacturer narrative:
For this investigation, organic top sheet herbal regular pads was reported as the complaint product. However, no lot code was provided by the consumer. As such, qc inspection records of 13 lots manufactured in 2022 of organic top sheet herbal regular pads were reviewed and it was confirmed all in process checks were performed, and the results of those checks were in compliance with the specification.

Event description:
On (B)(6) 2023, a spontaneous report from the united states was received via email regarding a 29-year-old female who used an herbal pad. On (B)(6) 2023, the consumer topically applied an overnight herbal menstrual pad. On (B)(6) 2023, additional information was provided. On (B)(6) 2023, approximately 15 minutes after application, the consumer experienced a tingling sensation. After 20 to 30 minutes, it became unbearable, subsequently she removed the pad. It took about 30 minutes for the tingling to resolve. On (B)(6) 2023, she woke up with a swollen tongue, that subsided within an hour. The next morning, she woke up at 4:04 am and her lips were swollen, and she could not swallow. She went to an urgent care. They were unsure was caused the symptoms. She was given steroids and benadryl (diphenhydramine). She was told she had an allergic reaction and was treated for angioedema. She was told to report to an emergency room (ER) since she had swelling around her mouth. In the ER she was given "pepcin" (assumed to be pepcid (famotidine)) and was prescribed an epi-pen (epinephrine) for future needs. After the ER visit, she had itchy hands and feet and then developed hives. She also experienced spotting and clotting like a menstrual cycle with light cramping. On (B)(6) 2023, she followed up with a health care provider and her symptoms were resolved at that time. No additional information was provided.